Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) in (B)(6) alleging her onetouch verioiq meter was prompting an ¿error 4¿ message when she was attempting to test her blood glucose. According to the ot verioiq owner¿s manual, an error 4 indicates that (1) there was not enough blood or control solution was applied or more was added after the meter began to count down (2) the test strip may have been damaged or moved during testing (3) the sample was improperly applied (4) there may be a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue had been intermittently occurring for the last 2-3 weeks prior to contacting lfs. The patient reported using self-adjusting insulin to manage her diabetes. The patient reported 2 weeks prior to contacting lfs she developed weakness. The patient reported 1 week prior to contacting lfs she had less food and drink than usual. The patient did not report any additional treatment. At the time of troubleshooting, the cca determined this was not the first time the meter had been used. The patient did not have any supplies at the time of the call. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (05/21/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: error message 4 is observed in the error log, but error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.